Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Patient reported "single small cysts", "intracapsular rupture", "clear wavy contours", and "periprosthetic fibrous capsule around the implant is slightly thickened". This record is for the right side. The device remains implanted.

Event description:
Patient reported "single small cysts", "intracapsular rupture", "clear wavy contours", and "periprosthetic fibrous capsule around the implant is slightly thickened". Healthcare professional reported "discomfort", "rupture" and "capsular contracture baker grade iii" diagnosed via MRI and ultrasound. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.